Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The tigerpaw system ii fastener didn't seal properly. The second tigerpaw system ii device was used to complete procedure. There was no bleeding based on this event. The tissue was not traumatized. There were no patient negative effects.